Event description:
It was reported that the gun jammed and couldn't deploy the stent. The dr broke apart the system and still couldn't pull back the catheter-it was jammed shut. The entire system was removed and replaced with a competitor's stent to complete the procedure. No further complications were reported.